Event description:
A pt was tested on the suspect device with a blood glucose result of hi. A repeat test was performed and the result was also hi. Insulin was given and a lab was run. The lab result was 179 mg/dl. Controls passed. The device was replaced and requested to be returned for eval.